Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at distal section the patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 9mm and a 6mm neck diameter. The landing zone was 4.2mm distally, and 4.0mm proximally. It was noted the patient's blood vessel tortuosity was strong. It was reported that the product (pipeline embolization device) was deployed from the mid mca and was brought down to the ic, where deployment was attempted. Even though the vessel tortuosity was extremely severe and there was also stenosis in the ic, deployment was performed from the mid mca to the ic c3 segment; however, the stent did not open. While resheathing was repeatedly performed, the distal tip became damaged, and therefore the size was changed to 4.75 mm. When the procedure was performed with this size, deployment was possible and placement was completed. There was deployment failure at the distal shaft region. The pipeline was located in the tortuosity of the blood vessel, which was at the center. The pipeline had deployed more than 50% when the deployment failure occurred and was recheated 3 or more times during the procedure. Deployment was also performed within the dac. The stent was removed from the patient's body. The device was prepared as indicated in the package insert, and the pipeline was not used as an indication (off-label use). No patient complications were associated with this event. Ancillary devices include a 6fr, fubki xf guide catheter. Phenom microcatheter, chiaki14 guidewire.